Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A head nurse reported that during the attempt of irrigation, no flow came from the handpiece. A plastic foreign body was found in the sleeve. The sleeve was changed and the procedure was completed. There were no impairment on the patient. The product sample is not available for evaluation as it was discarded by the facility.

Manufacturer narrative:
As the customer did not retain the finished goods lot number, device history record (DHR) and lot history could not be reviewed. Two images provided by the customer shows what appears to be a small circular piece of thin white opaque material. A review of the sleeve within the small parts tray list a purple infusion sleeve was built in the small parts tray used by the customer. Based on the report, the customer suggested the foreign body originated from the infusion sleeve. A review of the reported event indicates the "complaint sample" was "discarded - not available." No sample was returned for evaluation and no lot product information was provided with this report. The root cause of the customer's complaint could not be established as a sample has not been received. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. After an investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned and a root cause evaluation could not be performed. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).